Manufacturer narrative:
The device was not returned to olympus for evaluation. However, the customer¿s allegation was confirmed. It is most likely that the event occurred due to the user¿s misuse since the water filter has not been correctly replaced. Based on the results of the investigation, concerning the instruction manual it was recommend that the replacement period for a water filter is at least once in two months, however, the facility has used an expired water filter for the endoscope. Therefore, a definitive root cause cannot be identified. A device history review found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. The oer-6 instruction manual operation manual, ¿chapter 7 routine maintenance, 7.3 replacing the water filter (maj-2317)¿ describes the following warning. Replace the water filter periodically, at least once in two months to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed.¿ olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis lucera gastrointestinal video scope was reprocessed using an olympus endoscope reprocessor (oer). The customer also reported the reprocessor showed the error "disinfectant not collected in the tank¿ (error e14). The customer reported that the mesh was cleaned and the reprocessor was re-started. The customer reported another error occurred: ¿insufficient amount of disinfectant in the disinfectant tank¿ (error e122). The olympus representative replaced the switching valve and checked the operation, but error e12 occurred again. The reprocessor was returned to olympus for evaluation. During evaluation of the reprocessor, it was determined that customer-installed water filter was expired (expiry date 22 dec 2021) and been used with multiple scope, however, the number of cases was unknown. This medical device report (MDR) is being filed to capture the reportable malfunction for the scope that was processed in the reprocessor with an expired water filter.